Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine device check after noticing vibratory patient notifier, an alert for high lead impedance was observed. During device check in clinic, lead impedance was measuring normal. There was no other electrical anomaly. The issue will be monitored for the time being.